Manufacturer narrative:
Device eval. By manufacturer. The stent delivery system (sds), catheter was returned for analysis. A visual and tactile examination found issues with the device. Stent damage was noted in the proximal region. Struts were found to be lifted from their crimped position and pulled distally. The undamaged stent od (outer diameter) was measured and was within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable on analysis completed on 02april2021 it was reported that crossing difficulties occurred. A promus premier mr 28x3.00mm balloon expandable stent encountered difficulties crossing the lesion located in the left anterior descending artery. The device was removed and the procedure was completed with another promus premier mr 28x3.00mm balloon expandable stent. No patient complications were reported. However, device analysis revealed stent damage.